Manufacturer narrative:
The insulin pump received with missing segment/partial display on lcd window due to cracked zebra connector on lcd board. No blank display noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to missing segment display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. The insulin pump was received without the original pump belt clip. Unable to verify for damage on pump belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. During troubleshooting, a portion of the display returned and the customer confirmed that the device had a partial display. Blood glucose level at the time of the incident was 361 mg/dl. Caller stated that the device had been dropped. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.